Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they just had current ins put in april. Pt said the healthcare provider (hcp) who implanted pt in april (pt said they are no longer in practice) put ins in the middle of pt's back, and pt said how can they lay down with ins in the middle of their back. Pt then said a different hcp just moved ins to the side of their back 2 weeks ago. Patient services (pss) did not ask event date, but put year valid as pt said original hcp implanted ins in the middle of pt's back (which pt said was the issue) and pt was implanted and had ins moved last year. Pss documented information given during the call.

Event description:
Additional information received. Patient responded back from follow up sent. Patient reported they couldn't lay on their back because of the implant and even after having it taken out they still have discomfort in that spot. Patient reported it still hurts and indicated they haven't laid in bed for longer than 3 hours because they are sore.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.